Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine burnt integrated circuit (ic) 22 on two actuator/test boards. The biomed noted a burning smell, turned off the machine, and found the ic burnt. There was no patient involvement regarding the reported issue. The biomed confirmed the reported product complaint during follow-up and provided additional information. The biomed stated that initially the machine was pulled from service for evaluation after the machine burned out fuses on the power supply. The biomed stated that upon troubleshooting the machine issue, they discovered that the actuator cable had shorted resulting in thermal damage to the connected actuator boards. The biomed stated that they did not observe any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burnt actuator board and shorted cable. The biomed stated that the machine has approximately 24,000 hours and that the distribution board is the original fresenius part on the machine. The biomed stated that the actuator cable was replaced. The machine remains out of service pending the arrival and installation of a replacement actuator test board. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator boards and actuator cable. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the ui-mics board and actuator test board were returned to the manufacturer for physical evaluation. The ui-mics board was received with inductor l18 deformed and lifted from the board. There are no other discrepancies with the ui-mics board. The ui-mics board was installed onto a test machine for testing. A ¿known-good¿ cf card was used with the returned ui-mics board. The test machine was able to switch to cdx mode and the cdx software was loaded without problems. The ui-mics board was able to detect nearby wireless networks and the touchscreen functions properly in cdx mode. The actuator/test board was received with no signs of thermal damage. An inspection on ic22 found no discrepancies. There are deep scratch marks on the back of the actuator/test board and signs of corrosion and foreign object debris on the pins of ic23, ic24, and on oscillator (osc1). The actuator/test board was installed onto a test machine for testing. A ¿cond offset failure¿ message occurred during power up. An attempt to calibrate the conductivity cell was unsuccessful. The test machine was switched to ¿out of t&c¿ mode to enter dialysis. Multiple failures and alarms were encountered during dialysis. The actuator/test board does not function properly, due to the condition of the board. The reported issue is confirmed.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation and an on-site evaluation was not performed by a fresenius field service technician (fst). However, a photograph of the sample was provided. The manufacturer was able to confirm the reported issue with the information provided by the customer. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine burnt integrated circuit (ic) 22 on two actuator/test boards. The biomed noted a burning smell, turned off the machine, and found the ic burnt. There was no patient involvement regarding the reported issue. The biomed confirmed the reported product complaint during follow-up and provided additional information. The biomed stated that initially the machine was pulled from service for evaluation after the machine burned out fuses on the power supply. The biomed stated that upon troubleshooting the machine issue, they discovered that the actuator cable had shorted resulting in thermal damage to the connected actuator boards. The biomed stated that they did not observe any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burnt actuator board and shorted cable. The biomed stated that the machine has approximately 24,000 hours and that the distribution board is the original fresenius part on the machine. The biomed stated that the actuator cable was replaced. The machine remains out of service pending the arrival and installation of a replacement actuator test board. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator boards and actuator cable. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The complaint samples are available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the 2008t machine burnt integrated circuit (ic) 22 on two actuator/test boards. The biomed noted a burning smell, turned off the machine, and found the ic burnt. There was no patient involvement regarding the reported issue. The biomed confirmed the reported product complaint during follow-up and provided additional information. The biomed stated that initially the machine was pulled from service for evaluation after the machine burned out fuses on the power supply. The biomed stated that upon troubleshooting the machine issue, they discovered that the actuator cable had shorted resulting in thermal damage to the connected actuator boards. The biomed stated that they did not observe any smoke, spark, flame, arcing, or any other visible heat or electrical damage related to the burnt actuator board and shorted cable. The biomed stated that the machine has approximately 24,000 hours and that the distribution board is the original fresenius part on the machine. The biomed stated that the actuator cable was replaced. The machine remains out of service pending the arrival and installation of a replacement actuator test board. Additionally, the biomed confirmed that there was no damage observed on any other components, or any other additional issues, associated with the burned actuator boards and actuator cable. The biomed confirmed that a patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The complaint samples are available to be returned to the manufacturer for physical evaluation.